Manufacturer narrative:
On april 10, 2025, mentor became aware that the patient also experienced right side capsular contracture; baker grade unknown, and left side mechanical complications in addition to right side rupture and discoloration. Bilateral rupture is being reported since it is one of the most common mechanical complications. However. It could also point to other issues like folding, displacement or shell irregularities. Should additional information become available, a supplemental report will be submitted with updates. Reason for device explant and/or reoperation: right rupture, discoloration, and capsular contracture; baker grade unknown. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 15, 2025, mentor became aware that the device was discarded. Field h6 has been updated accordingly on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on january 11, 2025, and secondary review of the file performed on january 15, 2025, mentor became aware that explant information primarily received on november 26, 2024 was mistakenly missed and not reported under previous initial submission. Hence, the following information is updated on this form. Is required intervention has been selected under section b; field b2 fields d6b for explantation date have been updated to (B)(6) 2024. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right rupture and discoloration since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old white female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant and experienced breast implant rupture, and discoloration on her right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).